Event description:
It was reported that during implant of atrial lead, patient¿s suddenly encountered cardiac arrhythmia. The physician terminated implant of atrial lead and implanted single chamber pacemaker instead. Patient status was well after the operation and heart failure released. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: return product analysis was performed. The full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.